Manufacturer narrative:
(B)(4).insulin pump received with intermittent button response due to flattened escape and act button dome switch and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test or verify under delivery anomaly due to buttons not responding.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery alarm during basal. The customer¿s blood glucose level was unknown. Customer was advised to disconnect the quick release and insulin was exited. Customer was advised to change entire infusion system. Customer performed displacement verification test, self test and high pressure test, however all tests were passed. The insulin pump will be returned for analysis.